Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number: (B)(6). Investigation is complete. This is an initial final report submission. Functional testing of the cutter determined that the cutter failed testing due to an incomplete cut. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that there is an unknown repair for not pulling skin correctly. At product evaluation investigation this cutter did not pass the cut test. No adverse events were reported as a result of this malfunction. No additional event information available.